Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/8/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and during ablation noise and interference was observed. The catheter was replaced and the issue resolved. The procedure was completed without patient consequence. The potential it could cause or contribute to a serious injury or death is remote. Therefore, the observed noise has been assessed as not reportable. This event is being reported because the bwi failure analysis lab received the device for evaluation and the (B)(6) 2018 fal findings of a dent on catheter distal tip. A hole in the clear pebax sleeve approximately 0.7 cm from distal tip was observed. Peek housing was cracked at the transitional area approximately 1.3 cm from distal tip. The finding of a hole in the pebax and peek housing cracked at transitional area with tip have been assessed as reportable malfunctions. The awareness date has been reset to 6/8/2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and during ablation, noise and interference were observed. The catheter was replaced, and the issue resolved. This is not a reportable event in and of itself, and the event was assessed as not MDR reportable at the time. On (B)(6) 2018, the biosense webster failure analysis lab discovered that the catheter was damaged in such a way that could present a potential risk to a patient. As a result, the event became MDR reportable. Upon receipt, the device was visually inspected. The dome was dented, the peek housing was cracked, and there was a hole in the pebax. An electrical test was performed on the catheter, and it was found within specifications, however, the thermocouple values were found out of specification. Failure analysis was performed, and it was found that there was an electrical intermittence on the tip area, creating the temperature issue. Scanning electron microscope (sem) analysis was performed on the damaged areas, and the results showed evidence of mechanical damage, stress marks and a cut/hole on the surface of the pebax. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint regarding noise/artifact cannot be confirmed. The root cause of the cracked peek housing and damage to the pebax/dome areas cannot be determined, since there is evidence that the device was manufactured in accordance with documented specification and procedures. Thermocouple failures are detectable in production. However, the wires can break during the procedure as a result of manipulation of the device. This failure does not represent any patient safety impact. (B)(4).